Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).

Event description:
The caregiver (cg) contacted global technical services (gts) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during drain. The technical service representative (tsr) explained se 2240 indicates air entered the set up. The cg stated the home patient (hp) had already cleared the alarm. The tsr assisted the cg to review the alarm log and further reviewed proper procedures with the cg. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.